Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient was paralyzed. The device was removed and the patient remains under medical supervision.